Event description:
Report of explant of device system due to "infection required removal of implant by surgeon - date unknown" received per annual device tracking report. No date of onset of infection or explant given. Repeated requests for additional info about this event have been unanswered. A supplemental medwatch report will be filed if additional info becomes available.